Manufacturer narrative:
Additional suspect medical device component involved in the event: model #: sc-8120-50 serial #: (B)(4) description: artisan surgical lead, 50cm.

Event description:
A report was received that the patient's scs was no longer working. The patient underwent an explant procedure. No further information could be obtained.